Manufacturer narrative:
(B)(4). The ventilator serial number was not provided. The ventilator serial number was not provided so the device manufacture date is unknown. Medtronic was not authorized to evaluate/service the device, so the reported complaint could not be confirmed. A non-medtronic service provider reported the set and actual value discrepancy could not be confirmed but the abnormal noise was reproduced. The mixer was replaced.

Event description:
It was reported that during patient use the ventilator generated an abnormal noise when the fraction of inspired oxygen (fio2) was set to 60%. When it was set to 40%, the fio2 monitor showed 30%. The device continued ventilating/cycling. The patient was transferred to a different ventilator. There was no patient harm/injury reported as a result of this event.

Manufacturer narrative:
Covidien reference number: (B)(4). Although medtronic-covidien was not authorized to conduct a failure investigation, the third party returned a mixer. An investigation was performed on the returned component and the alleged malfunction was confirmed.